Event description:
In 2007, it was reported that the universal driver had bent tips. The event is not associated with patient contact.

Manufacturer narrative:
Device is an instrument; not implantable. Requests have been made to return product. Investigation is pending.